Event description:
It was reported that prior to an epicardial rv lead replacement, the implantable cardioverter defibrillator (ICD) was interrogated using the mobile programmer application in preparation for the procedure. It was noted that the application spontaneously lost communication with the mobile programmer base and the patient connector, and a device unreachable message was displayed. It was further noted that a dotted line appeared in the electrocardiogram (ECG). Troubleshooting steps were taken to include swapping out the mobile programmer application system with a legacy programmer. It was noted that the procedure was completed using the alternate programmer without further issues. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the application spontaneously lost communication was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.